Manufacturer narrative:
The actual device has been returned for evaluation. One 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The distal tip was found to have been cut open and the anchor and collagen were intact. No other damage or issues were identified. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: the device was not implanted d6b: explanted date: the device was not explanted e3: occupation: clinical nurse manager a review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal collagen was stuck in the introducer sheath during deployment, it was removed and manual pressure used to seal puncture site. There was no harm to patient.